Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained right ventricular oversensing due to post-paced t-wave oversensing was noted. Programming changes were recommended. No further information is available.